Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm tested the unit and observed failure, damaged luer fitting to crm iab fill port. Replaced luer fitting and corrected failure. The stm then performed a complete checkout and preventive maintenance (pm) with full calibration, functional testing and safety check to factory specifications. The iabp was returned to the customer and cleared for clinical use. The full name of the event site was shortened due to field character limit; the full name is: (B)(6) hospital.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has a broken connector. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.